Manufacturer narrative:
Batch review performed on 2 november 2020: lot 171938: (B)(4) items manufactured and released on 5-sep-2017. Expiration date: 2022-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: knee revision surgery performed 2 years and 9 months after cemented total knee arthroplasty in a (B)(6) years old woman. Implant-cement interface and cement mantle can hardly be assessed in the image provided due to the pre-revision template. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 2 years and 9 months from the primary surgery due to a loosening of the tibial component and sinking of the tibial tray on the medial side, the surgeon decided to do a tibial revision.